Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device was visually inspected. Results: the component was most likely omitted during our packing process. Conclusion: the device was out of spec. This will be brought to the attention of mfg team members. We are aware of other similar complaints. The occurrence rate is approx 0.03% worldwide for complaints for similar faults. No further investigation will be conducted on this complaint.

Event description:
A hosp reported to our distributor that an adapter was missing from a rt105 adult breathing circuit. No pt consequence was reported.